Manufacturer narrative:
The device was received and an evaluation was performed to investigate the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The event history log review was completed and did not note any events that indicated and/or contributed to the reported event. During evaluation, the reported problem "volume does not count down with this device¿ was reproduced while running a loaded set. Upon conclusion of the investigation, the cause of the reported issue was determined to be the ml-volume to be infused (vtbi) run screen option was set to "off" by the user. The ml-vtbi run screen option was set to on during device evaluation and the device displayed the volume that had been infused. No correction is required. The device was determined to meet all product specifications related to the reported event. The reported problem is normal pump operation and does not represent a device malfunction. Use errors and proper user instructions are addressed in ¿sigma spectrum operator's manual, 35700bax & 35700abb rev h.¿, which is shipped with every spectrum device. The guide informs the user of the run screen options in display settings, which includes the "ml vtbi- shows the remaining volume to be infused, in ml." Which may be turned on or off. If enabled they are included in the alternating screens that are displayed while the pump is running. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "volume does not count down with this device". It was also stated that to the reporter's "understanding there was no patient connected to this pump as this occurred during set up, however what was occurring is that the volume to be delivered was not dropping, he said the nurse tried to get another bag and IV set and still had the same issue". It was also stated that the device was swapped out and this device was removed from service. There was no known patient injury or medical intervention associated with this event. No additional information is available.